Event description:
Reportedly, during a replacement procedure, a connection issue occured when attempting to connect the right ventricular is-1 lead tip in the subject ICD. It was reported that there was no problem when connecting the three other lead tips. Finally, the subject device was not implanted and will be returned for analysis. The previous one was reconnected till another replacement device will be implanted.

Manufacturer narrative:
Corrected: the device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf dr models approved under p980049.

Event description:
Reportedly, during a replacement procedure, a connection issue occured when attempting to connect the right ventricular is-1 lead tip in the subject ICD. It was reported that there was no problem when connecting the three other lead tips. Finally, the subject device was not implanted and will be returned for analysis. The previous one was reconnected till another replacement device will be implanted.

Event description:
Reportedly, during a replacement procedure, a connection issue occured when attempting to connect the right ventricular is-1 lead tip in the subject ICD. It was reported that there was no problem when connecting the three other lead tips. Finally, the subject device was not implanted and will be returned for analysis. The previous one was reconnected till another replacement device will be implanted.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, during a replacement procedure, a connection issue occurred when attempting to connect the right ventricular is-1 lead tip in the subject ICD. It was reported that there was no problem when connecting the three other lead tips. Finally, the subject device was not implanted and will be returned for analysis. The previous one was reconnected till another replacement device will be implanted.

Manufacturer narrative:
Finally, the device will be returned for analysis.

Event description:
Reportedly, during a replacement procedure, a connection issue occured when attempting to connect the right ventricular is-1 lead tip in the subject ICD. It was reported that there was no problem when connecting the three other lead tips. Finally, the subject device was not implanted and will be returned for analysis. The previous one was reconnected till another replacement device will be implanted.

Event description:
Reportedly, during a replacement procedure, a connection issue occured when attempting to connect the right ventricular is-1 lead tip in the subject ICD. It was reported that there was no problem when connecting the three other lead tips. Finally, the subject device was not implanted and will be returned for analysis. The previous one was reconnected till another replacement device will be implanted.